Manufacturer narrative:
(B)(4). The physician discharged the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Device labeling addresses the reported events of redness and infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Allergan rep reported pt developed redness over right breast five days after implantation of seri. Physician took a biopsy of the area and the results were negative for infection. Pt was treated with antibiotics for the redness. The pt had an allergic reaction to the antibiotics and developed a skin rash over her body. A few days after the biopsy, the pt had symptoms of delayed healing with wound drainage. Subsequently, scaffold and tissue expander were explanted as the physician was unsure of what was causing the symptoms of redness/delayed healing and would drainage. A culture showed (B)(6). In f/u with the physician, it was reported that an infection had occurred which was not related to the device, but due to post allergic reaction to the antibiotics.